Event description:
Philips received a complaint on an intellivue x3 device indicating that there were speaker errors. At the time of this report, it was unknown if the speaker was able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed), and confirmed the device was displaying a "speaker error" message, and the speaker was not producing sound. It was determined that the speaker needed to be replaced. It was also confirmed that the issue was noticed while preparing a bed; a patient was not involved. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. A replacement speaker assembly was ordered and sent to the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue x3 device indicating that there were speaker errors. At the time of this report, it was unknown if the speaker was able to produce sound. The issue was noticed while preparing a bed; a patient was not involved. There was no adverse event or patient harm reported.